Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the lay-user/patient contacted animas alleging that the pump dispensed insulin during the load step. The patient reportedly changes his infusion set on a daily basis. On (B)(6) 2012, at an unspecified time, the patient filled a cartridge with 200 units. He was able to perform the rewind step while disconnected. However, during the load step, the patient noticed insulin shooting out of the tubing. Due to not wanting to waste insulin, the patient decided to connect to the tubing. He thought the issue would possibly stop if he connected. While connected, the patient received a no prime warning. He attempted to prime several times while attached. An unspecified time later, the patient began to feel symptoms of sweating, confusion, and weakness. His wife took his to an emergency room (ER). However, he could not recall what his diagnosis was or what treatment he received. During the ER visit, the patent recalled getting a blood glucose (bg) level of ''70 mg/dl'' that went up to ''270 mg/dl'' and then down to ''90 mg/dl'' and ''70 mg/dl.'' The patient remained in the hospital overnight and was discharged on (B)(6) 2012, with a bg level of ''272 mg/dl.'' The patient was instructed to discontinue the pump but no backup plan was given to the patient. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump pushed insulin out during the load step and he ended up being hospitalized. However, the patient¿s injury can be attributed to possible use-error considering the patient connected himself while seeing insulin shooting out of the tubing during the load step and he attempted to prime multiple times while attached.

Manufacturer narrative:
Follow-up #1 09/06/2012-device evaluation: the pump has been returned and evaluated by product analysis on 08/07/2012 with the following findings: a review of the pump history indicated that loss of primes with low non-zero force which the pump detected and alarmed. During testing the pump emitted a 'no cartridge detected' warning. Evaluation revealed physical damage and contamination in the force sensor assembly and force sensor was found to be out of calibration.